Event description:
Customer reported that approximately three weeks prior to calling customer service on (B)(6) 2012, she was eating a snack around 2:00 pm, when she started feeling "nauseous, dizzy and sweaty", but was unable to test due to a port issue. Customer noted her adc blood glucose meter would not turn on with test strip insertion, but would turn on when the button was pressed. Customer further reported she subsequently experienced a loss of consciousness. No third-party medical intervention was required. Customer denied self-treating. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Additionally, the actual date of the medical event is unknown.

Manufacturer narrative:
The reported meter was returned and investigated. The complaint was not confirmed and a new issue was observed. The meter powered on with button and with insertion of strips. A power issue with strip port was not observed. (B)(4).